Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 23mm 3000tfx pericardial valve in the pulmonary position underwent a valve-in-valve procedure after an implant duration of nine years, nine months due to pulmonary stenosis and insufficiency. The patient initially presented with heart failure (nyha class 4) and syncope. The tpvr procedure was performed with a 23mm 9600tfx transcatheter valve. The patient was noted to be in stable condition post procedure. Per the physician, valve failure was due to natural disease process.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including patient age. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.